Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to a software issue with the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to reset itself, resulting in a longer boot time. In this state defibrillation therapy may be delayed if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to reset itself, resulting in a longer boot time. In this state defibrillation therapy may be delayed if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and observed the device had logged a critical event code. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.